Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural tubing will not drip when administering the drug. There was unknown patient involvement.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported for lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode a0350 - occluded/blockage could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.